Manufacturer narrative:
The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery. This report is submitted on december 23, 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 22, 2021.

Manufacturer narrative:
This report is submitted on september 7, 2020.

Event description:
Per the surgeon, the patient experienced pain and swelling at the implant site during an MRI. Post implant, it was confirmed that the magnet had not dislodged. The patient was unable to use the device for 11 months post the MRI because of pain at the implant site. It was later confirmed that there was a magnet dislodgement. There are plans to explant/re-implant at a future date.